Event description:
A physician at the time of operation theater (ot) during surgery found that the cutter did not cut properly with aspiration condition not reported. There was no adverse effect. The procedure details and patient harm was not reported. Based on information received following information was updated the procedure performed was retinal detachment with no patient contact, surgeon confirmed that the cutter did not cut vitreous with no information regarding aspiration.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. One opened probe was received, with a tip protector, in a tray with other items, for the report of cutter is not cutting during surgery. The sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A photo attached to the parent complaint was reviewed by the investigation site. The photo shows two paks stacked, bottom pak label is the same product and lot number as reported, top pak label is not related to this qs file. The returned sample was found to be conforming, therefore a cut failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was manufactured to specifications. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).